Event description:
It was reported that approximately 4 weeks post implant of a bifurcated device and two suprarenal aortic extensions, an endoleak was identified. Reportedly, the patient presented symptomatic on (B)(6) 2014. The computed tomography identified an endoleak, and patient was transferred to another hospital. On (B)(6) 2014 an angio was done and identified squirting from the graft. Initially the patient was to be treated for a proximal endoleak. However, when the angio was done and some squirting from the graft was identified the physician put in a palmaz stent in and performed another angio. The angio identified squirting coming from the bifurcated, and physician chose to implant an infrarenal aortic extension and it sealed the endoleak. However, an endoleak still remained at the proximal and the physician chose to implant a suprarenal aortic extension to seal the endoleak. All endoleaks sealed, and patient is doing fine.additional note: on (B)(6) 2014 (initial procedure), the patient had a reverse periscope off label chimney performed and there has been a persistent endoleak occurring since then.

Manufacturer narrative:
Based upon the clinical review, the reported endoleak was confirmed. Based upon the investigation findings, a root cause for the reported endoleak could not definitely be determined although there were several factors that likely contributed to the event: off-label use of a reverse renal chimney; the supra-sma position of the suprarenal stent; use of antiplatelet therapy and its associated increased risk of bleeding complications; and the patient's history of chronic renal insufficiency. It could not be determined if the devices contributed to the event although no specific device issues were identified. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed that all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.